Event description:
The hyperform balloon was to be used in a vasospasm case. When testing the inflation before use, the balloon would not inflate. It was not used on the patient and there was no patient harm.